Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a last error code 1870. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: product received date 7/11/2024. H3: one device was returned for repair in used condition, with no observable damage. This device has not been in for service in the review period. Primary reported problem, error code 1870, was verified by visual inspection and functional testing. Found optical switch broken wire caused alarm message and displayed error code. The cause was the optical switch. Replaced the optical switch to correct the issue. The device passed all functional tests after the repair.